Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that they would like to replace grater sizes 44-58mm and replace with new graters (sharper and new style graters).

Manufacturer narrative:
Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that they would like to replace grater sizes 44-58mm and replace with new graters (sharper and new style graters).